Manufacturer narrative:
Results - according to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. The dfu, page 79, the shaded area entitled "warning" states, "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Analysis confirmed user error. No product analysis checklist form was initiated because product testing cannot give any add'l info regarding the customer's complaint (B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It reported the pt is unable to establish communication between her ipg and external devices. It was also reported the pt has not charged her ipg in 6 months. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and her ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.